Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the supply pressure sensor didn't work properly because of the expired life expectancy of the circuit board. The led did not light up on the control panel due to a detached front panel. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit's supply pressure sensor didn't work properly because of the expired life expectancy of the circuit board. Additionally, the led on the control panel does not light up. There was no patient involvement.